Event description:
It was reported that the pt underwent surgery in 2007 for fusion at l4-5 with posterior fixation at l3-5. X-rays taken in 2008 revealed a broken bone screw on the right side at l3. It was reported that the surgeon is continually monitoring the pt, and there are no plans for a revision surgery.

Manufacturer narrative:
The device has not been explanted, therefore, no product has been returned to medtronic for eval. Unable to determine cause of the event.